Event description:
Info received that the head hi/low would drift down slowly. No injury reported.

Manufacturer narrative:
Bed stored 7th floor. Tech found the head hi/lo would drift down slowly. Cause-removed CPR/emerg trend valve to find the rubber plunger detached from the valve stem. Replaced CPR/emerg trend valve to resolve this issue.